Event description:
It was reported that the patient was having magnetic resonance imaging (MRI) because she was having a lot of back pain. The patient did not have any medication in the pump, and the reporter did not know if the pump was filled with saline. The patient reportedly relocated and had a disagreement with her previous doctor, and had not been able to find a new doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n253508, implanted: 2010-(B)(6), product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type: catheter. (B)(4).